Manufacturer narrative:
The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.the pacemaker was explanted and replaced. The patient was discharged following the procedure.